Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit for analysis. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire was kinked towards the distal end. This resulted in the distal j-bend to be misshapen. Microscopic examination confirmed the damage. The kink on the guide wire measured 15mm from the distal weld. The guide wire length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.791mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The returned guide wire was inserted through the returned syringe/needle assembly. Little to no resistance was enco untered as the guide wire passed completely through the assembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, audiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end, which resulted in the j-bend to become misshapen. Despite this, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error (undue force) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during the procedure according to IFU, md found that kinked and bent guide wire so md opened up the new kit to finish the procedure." The issue was identified during use on patient. There was no reported patient harm or consequence. The patient was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the procedure according to IFU, md found that kinked and bent guide wire so md opened up the new kit to finish the procedure." The issue was identified during use on patient. There was no reported patient harm or consequence. The patient was reported as fine.